Event description:
It was reported that, "the box was opened by staff and no amule was located inside."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.